Manufacturer narrative:
The complaint states that during a thr, the end of both broach handle is burred and sharp metal, which lead to a danger to cut gloves. The device associated to the complaint was not returned for analysis. According to lot number provided, this product was manufactured in 2008 (8 years). A search into the complaints database was performed, (B)(4) other similar complaints were reported for the affected product code and lot combination ((B)(4)). Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could be attributed to product wear (from usage). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
End of both broach handle is burred and sharp metal. A danger to cut gloves. No delay or adverse event. Satisfactory outcome.